Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient has atrioventricular block and during a system implant procedure, high, out of range, low voltage no capture threshold issue was observed on the ra lead. Physician changed the position and rotated the spiral several times however the no capture issue persisted even with several locations. Lead was explanted and upon explant lead damage was observed. Blood had entered the lead tip and the physician suspected that the lead was broken. A new lead was implanted and the values were well. Patient was stable.

Manufacturer narrative:
The reported field event of no capture was confirmed in the laboratory. Inner insulation damage was observed in the distal region. The damage found was sustained during the surgical procedure. Analysis of the lead was otherwise normal.